Event description:
This report was received from global pharmacovigilance (gpv) and is a clinical report of an observational study from a physician in portugal of peritonitis bacterial in a subject coincident with extraneal unknown, physioneal 40 unknown, and nutrineal unknown therapies for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2010, therapy with nutrineal was withdrawn due to a concern for the presence of endotoxin in relation to the index event, and physioneal 40 (2000 ml every day, lot number not reported) was added. On (B)(6) 2011, therapy with extraneal and physioneal was withdrawn (reason unspecified). On (B)(6) 2011, the subject experienced peritonitis bacterial. That same day, empiric antibiotic treatment with intravenous (IV) ceftazidime (dose and frequency not reported) was started. On (B)(6) 2011, the subject was hospitalized due to the event. That same day, empiric treatment with IV vancomycin (dose and frequency not reported) was started. The peritonitis was without septicemia and the primary contributing factor to the event was unknown. On (B)(6) 2011, treatment with ceftazidime and vancomycin ended. On (B)(6) 2011, the subject permanently transferred to hemodialysis. The subject recovered (unreported date). (B)(4).

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.